Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 3 as it was intermittently unresponsive. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint; however, the event was not replicated. The unit was tested on an in-house system and passed normal mode and had no instrument engagement issues. The unit was also tested on a patient side cart (psc) fixture test platform and passed in-house tests. The 31010 error was confirmed via error/system logs.

Event description:
It was reported that during a da vinci assisted hysterectomy-benign surgical procedure, the customer reported that during this case and the case prior the surgeon lost the ability to control universal surgical manipulator (usm) 3 after swapping from a vessel sealer extend instrument to a monopolar curved scissors (mcs) instrument. There were no reported issues with the vessel sealer instrument. The customer reseated the drapes and replaced the instruments, however the issue persisted. The customer removed usm 3 for both cases and completed using usm 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but found no related entries. The procedure was completed with no reported injury.